Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and determined the hemoglobin (hgb) lamp, preamp and lenses required replacement. The fse replaced all parts resolving the unstable hgb voltage and incomplete hgb results. (B)(4).

Event description:
The customer reported incomplete hemoglobin (hgb) results on patient samples when using the coulter act diff 2 analyzer. The customer also reported the hgb voltage was not stable. The customer stated all patient samples were cycled and reported from the backup analyzer during the event. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.